Manufacturer narrative:
Misaligned membrane tail. Upon receipt, the green status indicator was extinguished, as per the reported fault. This was attributed to a misaligned membrane tail within the j11 connector. This had resulted in no connection between track 4 (status_led_green) and its associated pin on the j11 connector. As no fault was identified on the j11 connector, and the fault could not be replicated after correctly reinstalling the membrane within the connector, the reported failure had been due to the misalignment of the membrane tail.

Event description:
No green status indicator. No patient involvement.

Event description:
No green status indicator. No patient involvement.